Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer was receiving lost sensor alarms. It was reported that the electrode was noted to be less than the regular sized. The customer's blood glucose level was reported to be 96.3mg/dl. It was reported that the customer was advised to visit the clinic and get checked to make sure missing electrode did not remain in customer's body. It was reported that the sensor would be replaced.